Event description:
The patient reported that the pump was removed in june or july due to pocket complications-looseness. The pump was too large and she had "massive" fluid build-up. The pump was used to deliver dilaudid and bupivacaine. A smaller pump was implanted in 2007. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.